Event description:
The manufacturer received information alleging intermittently unresponsiveness of the touch screen display had occurred on a trilogy evo o2 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the devices touch display screen was causing the intermittently unresponsiveness to occur on this device. In conclusion, the device's touch display screen was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the system printed circuit assembly was replaced for two error codes, pressure, pair error and drift debug, were observed on the device's error log. These two error codes were unrelated to the reportable issue. The outlet side panel was replaced due to physical damage unrelated to the reportable issue. The device passed all final testing.

Manufacturer narrative:
The reported failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.